Event description:
The customer's wife reported via email that the customer had experienced several hypoglycemic episodes. The wife reported large discrepancies between the sensor glucose and blood glucose levels. The caller also reported that the customer was hospitalized due to low blood glucose levels of 13 mg/dl. The caller was found unresponsive and cold to the touch. The caller stated that she is considering taking legal action due to the repeated issues as she feels the insulin pump and sensors are not working properly. Attempted to call the customer's wife, but there was no answer. Left a message for her to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.